Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, implanted: (B)(6) 2018, product type: lead, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted for a verify trial evaluation that started on (B)(6) 2018. It was reported that there was an error message of ¿e0n1¿ on the programmer. The family member stated that it ¿seems like to her its not connecting¿. It was then verified that the screen was a 77 type. When they contacted the manufacturer to get instructions/education on the stimulation, they made adjustments with the stimulation and, when they locked up the controller, they saw the error code. It was noted that the manufacturer¿s representative did not adjust the stimulator yesterday before the patient left the hospital because the surgery took twice as long as the healthcare professional (hcp) had issues ¿finding the spot¿. The family stated that the representative was gone before the patient woke up. They further stated that the patient "couldn't function enough to do it". They tried using the equipment today to "bump it up to where the patient could feel it". The family member reported that the patient could not really feel it but them stated that they "felt a little bit in his butt". The reporter did not know if the patient had much sensation last night. It was recommended that the trial patient follow up with their healthcare professional (hcp) to have the external neurostimulator (ens) checked. Additional information was received on (B)(6) 2018. It was reported that the patient tried to remove and re-insert the batteries but it did not resolve the issue. The manufacturing representative stated that the ens was replaced and the other ens was returned for analysis. There were no symptoms or further complications reported or anticipated.